Manufacturer narrative:
Complaint conclusion: as reported, during cross-over forwarding the outback elite 120cm re-entry catheter, the proximal tip split, broke down, and remained inside the sheath. The device was not used in the patient. There was no reported patient injury. The device stored as per labeling and was opened in a sterile field. The intended procedure was a recanalization of the left superficial femoral artery (sfa). The access site was the right sfa. There was no damage to the outback device noticed prior to opening the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. A 7f non-cordis sheath and a 0.014 non-cordis guidewire were used. The guidewire was not kinked nor bent. There was no damage to the guidewire when the product was removed (i.e. Sheared, frayed). The other devices used with the product did not kink nor bend at any time. A contralateral approach was used. The product, or any of the other devices used with it had not been resterilized. There was no unusual force used at any time during the procedure. The procedure was completed with a retrograde puncture. One non-sterile outback elite 120cm re-entry unit was received for analysis inside a plastic bag. The cannula needle was received retracted. The tip/marker band was received separated from the unit (distal housing and nosecone). No other visible anomalies were observed during the analysis. Note: the outback elite catheters are packaged with the cannula deployed. Amplified images of the separated portions were taken. The 8 welding points were observed and accepted for the nosecone welding process. Due to the separated condition found during visual review, an sem analysis was performed. The results showed the separated area of the outback elite 120 cm re-entry distal tip presented evidence of welding dots on the distal tip material near the separated area. The presence of the welding dots suggest that the unit was properly welded, and that the distal tip material separation was caused by material tensile overload. Therefore, it is likely that the material of the distal tip was induced to a tensile force that exceeded the tip material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17948786 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip/distal tip fractured/separated in patient¿ was confirmed through analysis of the returned device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and the product analysis, patient factors and procedural/handling factors likely contributed to the catheter tip/distal tip fracture/separation as evidenced by signs of proper welding of the component on the returned device during sem analysis. Therefore, it is likely that the material of the device was induced to a tensile force that exceeded the distal tip¿s material yield strength prior to the separation. According to the information on safety within the instructions for use (IFU), ¿always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ neither the product analysis nor the phr review suggests that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during cross-over forwarding the outback elite 120cm re-entry catheter, the proximal tip split, broke down, and remained inside the sheath. The device was not used in the patient. There was no reported patient injury. The device stored as per labeling and was opened in a sterile field. The intended procedure was a recanalization of the left superficial femoral artery (sfa). The access site was the right sfa. There was no damage to the outback device noticed prior to opening the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. A 7f non-cordis sheath was used. A 0.014 non-cordis guidewire was used. The guidewire was not kinked nor bent. There was no damage to the guidewire when the product was removed (i.e. Sheared, frayed). The other devices used with the product did not kink nor bend at any time. A contralateral approach was used. The product, or any of the other devices used with it had not been resterilized. There was no unusual force used at any time during the procedure. The procedure was completed with a retrograde puncture. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during cross-over forwarding the outback elite 120cm re-entry catheter, the proximal tip split, broke down, and remained inside the sheath. The device was not used in the patient. There was no reported patient injury. The device stored as per labeling and was opened in a sterile field. The device will be returned for evaluation.